Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) reportedly displayed a system error, out of service, revert to manual CPR error message after it was powered on. No impact or known patient consequence was reported. No further information was provided.

Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review; the root cause was due to a defective processor board. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the user control panel. It was indicated that the processor board was defective and a replacement was necessitated to remedy the issue. The archive data was reviewed and contained a system error 132 (internal watchdog timeout) error message on the reported event date of (B)(6) 2017, confirming the complaint. Upon customer approval, the processor board will be replaced, and the platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and ccr 9639 reported on (B)(6) 2012, ccr 13852 reported on (B)(6) 2013, and ccr 23496 reported on (B)(6) 2016 were reported for the autopulse platform sn (B)(4) for the same issue and the processor board was replaced to remedy the issue.